Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with broken off end cap. Unable to perform prime/a33 and excessive no delivery tests due to broken off end cap. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that customer received excessive no delivery alarms. Insulin pump will be replaced. No further information provided.